Event description:
It was reported that following a stenting treatment procedure, stent thrombosis, ventricular tachycardia and patient death occurred. The patient felt chest pain while sleeping. Later v1 to v4 st sinus arrest and stent thrombosis of previously placed non-bsc stents in the proximal right coronary artery were confirmed. An aspiration catheter was used to treat the thrombus but the flow did not improve. Then angioplasty was performed with an unspecified 2.25x15mm balloon catheter inflated to 6 atms, improving timi flow to 2 or 3. Next an attempt was made to deploy a non-bsc stent from the proximal to mid rca, but the stent stuck with a previously placed stent. The balloon catheter shaft was used to "unstick" the stent, but the shaft of the device detached. Then a 3.5x28mm promus element stent was deployed at 18 atms in the proximal rca and post dilated with a 3.25x10mm balloon inflated to 24 atms. Next 0.5mg of atropine sulfate was injected for a atrial rhythm problem but sinus "standstill" was confirmed. It was noted that the cause of the sinus "standstill" was believed to be sinus tubercle. However, a guide wire could not be advanced due to the stent obstruction. The next morning ventricular tachycardia, sinus arrest and stent thrombosis of the 3.5x28mm promus element stent were confirmed. The patient's family did not want another pci or hemodialysis and opted for conservative medical management. The next day the patient expired due to hyperpotassemia causing cardiac arrest.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).